Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-04694, 0001822565-2017-07699, 0001822565-2017-07701. Concomitant medical products: nexgen cr femur item 00595001506, lot 60870412; nexgen mis stemmed tibial component, item 00595004701, lot 60673478; nexgen mis drop down stem extension, item 00595006745, lot 60851706; nexgen all poly patella, item 00597206538, lot 60887260. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in the op notes that the patient was revised due to osteolysis and loosening of the femoral component approximately eight years after the initial procedure. Attempts have been made and additional information on the reported event is unavailable.